Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Additional information was requested but is not available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2011.(B)(4).